Manufacturer narrative:
B3: the event occurred on an unreported date in 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported as due to "bleeding at the knife edge" after the patient had just finished a pd operation; however, the cause remains unknown. Treatment, hospitalization, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.